Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue of unable to remove the battery cap was not duplicated. The returned battery cap can be installed and removed from the pump successfully. However, the cap was unable to tighten properly onto the pump. Visual inspection found that the cap was damaged and stripped. The battery contact height and width measurements were out of specifications. The battery compartment was found to have cracked below the grip pad. Using a test cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap cannot be removed from the pump. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.